Manufacturer narrative:
(B)(4). Evaluation results: endoleak. Results/conclusions the cause of the event could not be determined as the films are not available for evaluation.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were reported to be unremarkable. An endurant bifurcated stent graft (ref MFR# 2953200-2011-01147) was implanted, followed by deploying the contralateral limb. It was reported after the final modeling of the stent grafts with a reliant ab46 balloon, there was a type iii endoleak at the junction of the contralateral limb and the contralateral gate of the main body on the final angiogram. The physician believes that the junctional type iii endoleak was most likely caused by the infolding of the 16mm graft (contralateral limb) after being deployed in the 12mm gate. A bare metal stent was placed inside the contralateral limb and this resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.